Event description:
A distributor reported that a patient's magec rod appeared to have had separated near the the distal foundation portion of the rod. The patient had been implanted with the magec rod for over two (2) years prior to the alleged incident.

Manufacturer narrative:
The magec rod was removed, without incident. No negative outcomes have been reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. To date, the device has yet to be returned; therefore, no evaluation can be conducted at this time. This is not an unusual event for growing rod patients. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.).